Event description:
It was reported the pt experienced a fall and subsequently his stimulation shifted from his groin area to his leg. It was reported the pt still had some stimulation in his groin, but it was uncomfortable. X-rays did not reveal any lead migration. The physician decided to remove the lead and will conduct a pns trial in the future. It was reported the pt's ipg remains implanted.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.